Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported that the system was making noise. The customer suspected that the noise was being observed when the user was adjusting the patient side cart (psc) boom up or down. There were no related errors in logs. According to the site's robotics coordinator, the surgical procedure was converted to open surgery for an unknown reason unrelated to the system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was able to replicate the customer reported issue. The fse found the covers on the side and front of the patient side cart (psc) boom dislodged and rubbing. The fse corrected the cover alignment and confirmed normal operation. The system was tested and verified as ready for use.